Event description:
It was reported that a patient death occurred, a left atrial appendage (laa) closure procedure was performed using watchman flx laa closure device with delivery system (wds). At an unknown time the patient died due to unreported causes. No further information on the patient or the procedure is available at this time.

Manufacturer narrative:
Date of death - date of (B)(6) 2022 used since death date is unknown. Date of event - aware date of (B)(6) 2022 used since the event date is unknown.

Manufacturer narrative:
Date of death corrected. Date of event corrected. Device model number, lot number, catalog number, expiration date, and unique identifier updated.

Event description:
It was reported that a patient death occurred, a left atrial appendage (laa) closure procedure was performed using watchman flx laa closure device with delivery system (wds). At an unknown time the patient died due to unreported causes. No further information on the patient or the procedure is available at this time.